Manufacturer narrative:
A sample product was not returned for analysis. The iol product history records were reviewed and documentation indicates the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, the posterior capsule ruptured. The surgeon explained that the patient had a pre-existing zonular laxity with a floppy bag. He speculates that the lens or the plunger may have caught on the capsule during injection. Another lens was placed in sulcus. Patient is noted to be recovered.